Manufacturer narrative:
A "reaction" to the bandage was reported. Due to this, an antibiotic was prescribed according to the customer and "and it took about a week for the reaction to clear." It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Reaction after using the equate paper tape".